Event description:
A peritoneal dialysis (pd) patient caretaker reported that the patient had some drain complication and draining slowly warnings during drains 1 and 2 of pd treatment. The patient cancelled treatment and did not call technical services due to being too tired. The next morning when the patient removed the cassette from the cycler there was fluid found in the pump module area. There was fluid on the cassette door. In a follow-up, a pd nurse verified that the patient did not have any harm, adverse event or intervention in association with the fluid leak. The patient is using the same cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient caretaker reported that the patient had some drain complication and draining slowly warnings during drains 1 and 2 of pd treatment. The patient cancelled treatment and did not call technical services due to being too tired. The next morning when the patient removed the cassette from the cycler there was fluid found in the pump module area. There was fluid on the cassette door. In a follow-up, a pd nurse verified that the patient did not have any harm, adverse event or intervention in association with the fluid leak. The patient is using the same cycler.

Event description:
A peritoneal dialysis (pd) patient caretaker reported that the patient had some drain complication and draining slowly warnings during drains 1 and 2 of pd treatment. The patient cancelled treatment and did not call technical services due to being too tired. The next morning when the patient removed the cassette from the cycler there was fluid found in the pump module area. There was fluid on the cassette door. In a follow-up, a pd nurse verified that the patient did not have any harm, adverse event or intervention in association with the fluid leak. The patient is using the same cycler.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical a visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment post-ast 2 hour 15 min 8500 ml test was performed and passed. No fluid leaks in the test cassette during the treatment test. The drain times were within the time specifications for a liberty cycler per (p/n 180069). System air leak passed. Valve actuation passed. The internal inspection of the cycler showed that there were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the encountered dried fluid could not be determined. Mushroom head check passed. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.